Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826638: k974088. Upon completion of the investigation, a follow up report will be filed.

Event description:
Damaged device during placement of a pic, the nut has twisted. Use of another device. No patient consequence. The procedure was lengthened of more than 30 minutes.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records was performed and found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.